Manufacturer narrative:
H3: product analysis: evaluation of the device determined that distal bearing found detached. However, it was also noted that the tube was stuck and did not extend or retract, and the nut housing was deformed. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a repair request and no alleged product deficiencies were reported. There was no patient impact. Additional information received after evaluation stating that detached bearings was found.